Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(4). The consumer stated that her tampon contained two pledgets. Upon removal, she noticed the tampon contained two pledgets. She indicated that this is the second occurrence.